Event description:
Major pump unit(s) involved: external control system failure; system controller disconnect from driveline. Specific component(s) involved: external controller malfunction; driveline malfunction; driveline inadvertantly came disconnected from system controller; driveline inadvertantly came disconnected from system controller. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient's error in caring for system. Other cause: intervention(s): other interventions, specify other intervention : driveline reinserted into controller immediately; no adverse event, patient education reinforced. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction; drive line malfunction